Manufacturer narrative:
Additional information: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the logs show that the footswitch service received repeated signals from the footswitch causing the navigation to pause/unpause and also explains the tru registration collection events. Software appears to have responded as designed to footswitch input. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The footswitch cable was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. When connected to a known good system the returned footswtich was found to be fully functional. No problems were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the site experienced unusual software behavior and difficulty tracking during the case. The system was having difficulty tracking instruments, then proceeded to make repetitive "bonking" noises. The health care professional went back to registration, and in the registration screen the system started collecting points on its own, jumping all over the place and showing the spinning wheel showing registration was currently being calculated. The site rebooted the system and the issue resolved. It was confirmed that the site did not have any additional navigated instruments in the field at the time of the issue. It was confirmed from the site that the system is set for registration to be footswitch only, and for the footswitch to pause navigation. The system had a physical footswitch connected at the time the issue occurred. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue could not confirmed because the issue could not be replicated. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the site experienced unusual software behavior and difficulty tracking during the case. The system was having difficulty tracking instruments, then proceeded to make repetitive "bonking" noises. The health care professional went back to registration, and in the registration screen the system started collecting points on its own, jumping all over the place and showing the spinning wheel showing registration was currently being calculated. The site rebooted the system and the issue resolved. It was confirmed that the site did not have any additional navigated instruments in the field at the time of the issue. It was confirmed from the site that the system is set for registration to be footswitch only, and for the footswitch to pause navigation. The system had a physical footswitch connected at the time the issue occurred. There was less than an hour delay in the procedure. No impact on patient outcome.